Event description:
Will not release: customer stated during the case the srnh1 would work fine for 4-5 firngs and then would catch 1/2 way and would not release. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.